Event description:
It was reported that during a surgical procedure at the user facility the irrigation of the sonopet 110v console stopped working. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.